Event description:
It was reported that during a ptca/stenting procedure, the physician noticed the express2 monorail stent to be damaged. The lesion being treated was located in the proximal right coronary artery (rca). The physician made several attempts to cross the lesion, but was unable to do so. Under fluoroscopy, he noted that the stent was out of alignment on the delivery device. When this device was removed through the guide catheter, the proximal edge of the stent was flared. The physician completed the procedure with a different device. Patient status was reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.